Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate antitachycardia pacing therapy for supraventricular tachycardia episodes detected in the ventricular fibrillation zone. Device programming was recommended. The patient will continue to be monitored with routine followup. No further information is available.